Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2016. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an appendectomy procedure, the staples did not form upon firing. Only half of the staples worked after the firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.